Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. G5: 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product would not reach to "zero". Patient involvement unknown.

Manufacturer narrative:
One unit returned in original packaging. Unit received with gauge reading approximately 200mmhg with no pressure applied. Unit was tested to determine function of the gauge assembly and to test for leaks by manually pumping the bulb assembly. The gauge indicator moves as required and no leak detected, the unit returned to same location as started when pressure released. Visually confirmed unit was not on zero when returned for investigation. Unit was noted to be reading ?200mmhg on the gage with no pressure applied, review of the gauge appears to show gear assembly is aligned incorrectly. The gauge used in the mx4810 is a bourdon-tube gauge; this style of gage is sensitive when encountering a forceful impact. In these circumstances, it is possible for the gear/linkage system (attached to the bourdon tube) to fall out of proper alignment. Unit is visually inspected in production prior to release, appears issue happened after manufacturing operations. Complaint is confirmed. The product's history records (DHR) were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).